Event description:
Reporter indicated that vns patient has experienced a recent increase in seizure activity. Treating neurologist did not know whether the increase was above the pre-vns baseline frequency as she had inherited the patient from another physician. However, the physician indicated that prior to the increase the patient experienced approximately five seizures per month and now she is experiencing 1-2 per day. It was reported that normal mode output current setting was increased from 1.5ma to 1.75ma with no improvement. Device diagnostic testing was reportedly within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator battery had not reached end of life.